Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the insulation on both the right atrial (ra) and right ventricular (rv) leads was pulled back as it entered the header of the pacemaker. After loosening both sets of setscrews, the physician attempted to remove the ra lead and separation of the insulation from the terminal pin occurred. It was noted that the conductor coil was exposed on the ra lead. Neither the ra or rv leads were able to be removed from the header. A new pacemaker and leads were implanted successfully. No adverse patient effects were reported.